Event description:
Caller, facility technician, states during use on a pt at hosp, a medical examiner confirmed the air leakage. The source of the leak was not confirmed. The caller confirmed decannulation and recannulation of a replacement tube was required with no harm to pt. The caller also confirmed the tube was pretested.

Manufacturer narrative:
The sample is expected to be returned, if the sample becomes available, a summary of the investigation report will be provided in a supplemental report. Info has been added to the database for trending purposes.